Event description:
It was reported that during a da vinci-assisted surgical procedure, the user observed that a wire on the needle driver instrument broke and popped loose when they were rotating the instrument. A piece reportedly fell inside the patient. Use of the instrument was discontinued. The user completed the procedure with no further issue reported. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
The isi device has not been returned to confirm/identify any reportable failure mode(s). If additional information becomes available through failure analysis of the isi device, a follow-up MDR will be submitted if additional information is obtained. Verification of the event details cannot be performed via system logs because network connectivity was not available at the time. The batch sequence number of the instrument's lot number was not provided. Therefore, an instrument log review of the product related to the complaint cannot be performed at this time. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged that the instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. It is unknown if the fragment was retrieved during the same procedure. At this time it is unknown what caused the breakage to occur.